Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d: device identification - additional g3: date received by manufacturer - additional h2: additional information - additional

Event description:
Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screen display was frozen on a mobile application. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.